Manufacturer narrative:
Other, other text: visual inspection of the returned device showed that the proximal cuff was torn (reference pictures). The device was compared to the template and the manufacturing drawing, zt21cn80zsz082, and was determined to be manufactured to the specifications provided by the customer. Custom devices are 200 percent. Inspected and function tested. Per the DHR, the device passed all inspections. The instruction for use, im-gar-10018908-001, states under warnings to guard against product damage by avoiding contact with sharp edges, and under cautions that during reprocessing, aggressive scrubbing of the tube or use of hard bristled brushes or sharp wire mounted swabs may damage the surface of the tube. The investigation did not determine a manufacturing defect with the device. No. Corrective actions are planned at this time. Smiths medical regularly analyzes complaint data and trends and will take further actions accordingly.

Event description:
Device evaluation completed and summary in h 10.

Manufacturer narrative:
Returned device was received in worn physical condition. During the evaluation of the device, the proximal cuff was found to be torn. Custom devices are 200% inspected and function tested. Per the DHR, the device passed all inspections. The instruction for use, im-gar-10018908-001, states under warnings to guard against product damage by avoiding contact with sharp edges, and under cautions that during reprocessing, aggressive scrubbing of the tube or use of hard bristled brushes or sharp wire mounted swabs may damage the surface of the tube. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Phone: (B)(6).

Event description:
Information was received indicating that a smiths medical tracheostomy tube was implicated in an unknown injury. There were no reported adverse events.